Event description:
It was reported that the 014whisper extra support guide wire separated during placement of a reentry catheter during an angioplasty. An attempt was made to snare the separated portion; however, was unsuccessful. The separated portion was retained in the patient within the sub intimal space post procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported material separation, in addition to, the subsequent treatment and patient effect appear to be related to the operational context of the procedure. The separated portion of the guide wire was embedded within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3: device returning updated from yes to no . E1: initial reporter update from non health professional to physician. G2: report source updated.